Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they were experiencing a new symptom. Patient said it started out as a tingling feeling in the feet and moved up the legs all up to the buttocks. The patient said it happened in both legs. As it was doing that it turned into an uncomfortable pain where the patient couldn't even stand up. The patient had not had any falls, trauma or change in activity. The patient thought the pain was related to their back because they had herniated discs and had surgery on them and had the discs replaced. The patient also said when the pain was subsiding, they got a little tingle sensation near the vagina. The patient was redirected to their healthcare provider to further address the issue. The patient said this had been going on for 4-6 weeks. The patient said the doctor suggested the patient turn stimulation off. The agent reviewed how to turn stimulation off. The patient was able to turn stimulation off during the call.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.